Manufacturer narrative:
Device evaluation: the device was was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an error code/depleted battery keeps occurring, but the battery is fully charged. There was no patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information received on 13september2022 via email and attached to complaint object: no patient involvement. It failed when the service technician came out to set up all the wireless modules. H6: event problem and evaluation codes: updated. H10: a DHR review is not applicable in this case because the defective component comm module battery is not evaluated or tested in any way during our internal manufacturing process and the comm module's manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was noted. The comm modules were returned in brand new and unused condition. During function testing no connection failure or battery depleted error were observed even as the pump ran. However, a battery life test was performed and failed with an inadequate run time. Therefore the complaint was confirmed and the root cause was found to be a defective supplier battery. The event will be forwarded to the supplier for review.